Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that during device preparation per instruction for use (IFU) attempts were made to raise/lower the grippers. The movement was not smooth, as the device seemed to catch. The grippers would not lower consistently and required force to lower the gripper lever. Standard troubleshooting maneuvers performed; however, the grippers would not lower correctly. The clip not used and there was no patient involvement and no clinically significant delay in procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned and investigated. The returned device analysis confirmed the reported issue as one gripper arm would not lower. It is likely that the reported difficult to open/close (gripper lever) was related to the normal function of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper lever) could not be determined. The investigation determined that the reported difficult to open or close (gripper actuation - both) appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.